Event description:
Reportedly, the pressure monitoring kit had been in use on the patient for one day. On the second day, when the nurse pulled the vamp to draw back blood, it disconnected from the dpt.

Manufacturer narrative:
Evaluation summary: customer report of "vamp disconnected from the dpt" was not confirmed. Tubings were still bonded to vamp system. The vamp system was still attached to dpt. However the cap and attached plunger were completely detached from vamp reservoir. Under the energy from the welder the cap and reservoir should be melted and welded together. But only one small area of the cap and reservoir showed indications of being melted during welding process. The majority of welding surfaces of both the reservoir and the cap were smooth or not melted. Smooth surfaces suggested that the reservoir and the cap were not welded together at these areas. The cap was partially welded to reservoir and became detached when the plunger was pulled during use. Personnel awareness was performed to address this issue. A device history record review was completed and documented that the device met all specifications upon distribution.